Event description:
The customer reported the system is not working. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a circuit board. System operates as intended.